Event description:
It was reported that the patient experienced muscle stimulation when pacing the right ventricular (rv) lead at threshold. Pocket stimulation and varied thresholds were also noted with the lead. While attempting to reposition the rv lead the set screw on the implantable pulse generator (ipg) would not engage. The physician was unable to tighten the set screw while attaching the lead. The lead was repositioned and remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.